Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that he is getting electrical shocks even though he has the implanted device off. Patient service specialist asked patient if he has tried turning the stimulation down to zero and patient stated that he has turned it down quite a bit. Patient stated that the shocking started when he was reprogrammed. The next day the shocking was almost like bites. The patient was redirected to their healthcare provider to further address the issue. Pt called back in stating they received a voicemail from the doctors office saying the pt should contact a mdt rep. Agent reviewed emails from this case and asked pt if they spoke with mdt rep and rep did not know. Pt then stated that this is too complicated and just want to take out the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the shocking was due to patient turning up stimulation too high. Rep educated patient on how to use their stimulation so they didn't get too much of the sensation. Issue was resolved after proper education.